Event description:
Customer reported that the screen of their device frequently went dark during use, requiring multiple attempts to activate for interaction. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.